Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the abdominal aorta and the left iliac artery using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12) and a penumbra engine (engine). During the procedure, the indicator light on the lightning unit was solid green before the physician advanced the cat12 into the target vessel. Then, prior to switching the engine on to begin aspiration, the indicator light on the lightning unit turned solid red. Therefore, the lightning unit was unplugged, and the engine was switched off. After 15 seconds, the engine was switched on and connected to the lightning unit once more. Subsequently, the indicator light on the lightning unit flashed green before turning solid red again. The physician repeated the same process three to four times, but the indicator light remained solid red; therefore, the lightning was removed and was not used for the remainder of the procedure. The procedure was completed using another lightning and the same cat12. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned was unable to confirm the solid red-light due to the system not powering on. The unit was found to have leaked internally. This typically occurs when too strong of a positive pressure is introduced into the system. If the system if over pressurized when flushed, it may leak internally causing the unit to become non-functional. This leak likely caused the reported red-light during the procedure and inability to power on during evaluation. Evaluation also revealed the p2 sensor post was broken upon disassembly. This may have contributed to the red-light states experienced during the procedure but would not have been at risk to leak unless a positive pressure was applied to the system. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.